Manufacturer narrative:
This device was not returned to mmdg for evaluation. Mmdg was also not provided with a serial number and was unable to perform a DHR review. Mmdg was unable to confirm the complaint alleged by the initial reporter because no evaluation could be performed. This report is being filed because the event occurred while the device was in use by a pediatric patient.

Event description:
The initial reporter stated that the pump was "pumping air to patient". They also stated that the pump rate and dose had been set correctly. Mmdg made multiple attempts to follow up with the initial reporter and obtain additional information, however, these attempts were unsuccessful. (B)(4).